Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided for the reported meter. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer's wife reported that a customer received an errc-3 message on the display of his adc blood glucose meter. Caller further reported that the customer experienced clamminess, lightheadedness, and grogginess. Caller reported admistering a mint and orange juice to the customer as he was unable to self-treat. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported that a customer received an errc-3 message on the display of his adc blood glucose meter. Caller further reported that the customer experienced clamminess, lightheadedness, and grogginess. Caller reported administering a mint and orange juice to the customer as he was unable to self-treat. No further treatment was required. There was no report of death or permanent impairment associated with this event.